Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 538 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Motor passed the motor test. No motor error alarm was noted. The device as received with severely scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.